Manufacturer narrative:
Analysis of the implantable neurostimulator found that several balseal springs were damaged and prohibiting a lead from being inserted into the connector ports. This was determined to be a procedural non-conformance. (B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the lead would not insert all the way into the 0-7 slot in the header block the day prior to the report while in a case. They tried to back out setscrew further but that still did not allow the lead to fully insert into header block. The lead would only advance up to the 5th electrode where the last two contacts would be sticking out. The rep opened a second battery and it worked as intended. The rep would be sending the implantable neurostimulator (ins) back for analysis.

Manufacturer narrative:
.

Event description:
Additional information was received from the manufacturer representative that reported that there was a defective implantable neurostimulator. It was never implanted and was going to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.